Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate electric shocks. Upon review, code 1005 was revealed, indicating an open circuit condition. Additionally, it was noted shock out of range impedance measurements on the right ventricular (rv) lead. Evaluate pacemaker and rv lead integrity and consider to replacement of one or both products. At this time, the product remains in service and no additional adverse patient effects were reported.